Event description:
It was reported that a catheter issue occurred. The patient presented with st-elevation myocardial infarction. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified distal right coronary artery (rca). Following pre-dilation, stenosis was 70%. An opticross 6 hd catheter was used for intravascular ultrasound examination (ivus) of the target lesion. During the procedure, the catheter got stuck on the non-boston scientific (non- bsc) guidewire towards the distal segment, and the wire position was lost due to the ivus catheter not tracking off the guidewire. The catheter gave images but would not release from the wire to continue the case. The wire and ivus catheter were removed together. The procedure was completed using an alternate device, and no patient complications reported.